Manufacturer narrative:
(B)(4). D10. Unknown head item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. Metasulâ® duromâ®, component for acetabulum, uncemented, 52/ã¸ 46, code l item# 0100214052 lot# 2310564. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial surgery with durom implants and required a revision surgery on an unknown date due to unknown reasons. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.